Manufacturer narrative:
(B)(4). Batch # r5a16y investigation summary the analysis found that one psee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: other than drain placement, was there any change in the procedure or post-operative care of the patient due to difficulties experienced with device? There were no changes or more complications associated with the different event.

Event description:
It was reported that during the second shot the stapler did not staple completely, causing tearing of the tissue in the gastric pyloric area, causing bleeding in the affected area. A section of the pylorus was formed to form a retro duodenal window in its first portion; it was performed vascular control of the left gastric portion with ligaclips. Immediate solution: the orifice of the stapling was corrected with pds 2/0 suture, another stapler was used and a blake drain was left in peri-anastomosis and tip to the duodenal stump.